Event description:
Reporter alleged obtaining the results of 32 mg/dl, 126 mg/dl and 127 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged obtaining the results of 32 mg/dl, 126 mg/dl and 127 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.